Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patent had received a foot massager from their son and used it while watching the world cup. The device was a type of massage machine capable of delivering electrical stimulation. The patient received a shock while using the foot massager. The physician advised the patient not to use it with electrical current applied. The patient was also instructed that, even if it was a gift, it must not be used if it continues to trigger device activation. There were no additional adverse patient effects. The system remains implanted.